Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found there was no physical damage on the device. Functional testing could not verify reported complaint. The root cause of the reported issue was no problem found; however, it was recommended to replace co2 bench for preventive measure. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was received back from repair with c-sum error displayed. The device would not power up and key blink won't power up. It kept flashing new co2. No patient injury was reported.